Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing ambulation difficulties due to a leg length discrepancy. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: tcps soft tissue cllr med, catalog #: cp116487, lot #: 624620; transdermal adptr plug, catalog #: cp0000161, lot #: 478140; tcps spndl md 38mm std 800 lbf, catalog #: cp116486, lot #: 637390. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as there are many factors that can affect leg length outside of the choice of component used in the initial procedure which can include patient anatomy and/or trauma. It is also unknown where the patient's leg was amputated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.